Manufacturer narrative:
The t:slim g4 cartridge user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection had become undone. There was no reported impact to the customers blood glucose level. The customer reconnected the connection and refilled the tubing and stated to have filled with 12u of insulin before drops were seen at the end of the tubing. The customer was able to resume insulin delivery.